Manufacturer narrative:
(B)(4). Results - product performance engineering could not determine a conclusive root cause for the dislodged stent. Evaluation summary: quality assurance revealed that the stent delivery system (sds) was returned with blood on the balloon and on the distal shaft. There was contrast on the stent implant, in and on the balloon, on the distal shaft and in the inflation lumen. The stent implant was returned dislodged from the balloon. There were crushed struts in the first row to the sixth row at the proximal end of the stent implant. There was no other damage noted to the stent implant. The balloon was loosely folded. There were crimp marks on the balloon between the markers. The orange protective sheath was returned. There was no other damage noted to the sds. A snap gauge was used to measure the outer diameter of the stent implant. The stent implant proximal outer diameter could not be measured due to the crushed struts as noted. The stent implant middle and distal outer diameter measurements met manufacturing criteria. Pin gauges were used to measure the inner diameter of the returned protective sheath. Product performance engineering reviewed the incident information. Analysis of the returned product noted blood visible on the balloon and distal shaft and there was contrast on the stent, distal shaft, balloon, and in the balloon and inflation lumen. This is consistent with preparation and the sds advanced into the patient anatomy. The stent was returned dislodged from the balloon, confirming the reported dislodgement. There were crushed struts in the first to the sixth rows of proximal struts. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Stent dislodgement can be influenced by improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, or handling of the stent during preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. A sampling of units is destructively tested prior to release to verify stent dislodgement force. The proximal stent outer diameters could not be measured due to the damage noted. The middle and distal measurements met manufacturing criteria. The inner diameter of the protective sheath was measured and met manufacturing criteria. It is possible that during preparation, negative pressure was applied during sheath removal or force was applied when removing the protective sheath, resulting in the stent dislodgement. Subsequent handling of the stent during packing for return to abbott vascular may have contributed to the noted smashed stent. The vision IFU states: prior to using the multi-link vision coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. A review of the product manufacturing records did not reveal any non-conforming material reports associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency; however, a conclusive cause for the reported stent dislodgement could not be determined. Product performance engineering will monitor the incident circumstances. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has caused or contributed to patient injury previously. Device issue: dislodged stent. It was reported that the stent delivery system (sds) was advanced in the patient; however, on angiography, the stent could not be seen on the balloon. The sds was removed from the patient and it was confirmed that there was no stent on the balloon. A search for the stent found it located inside the protective sheath. Another rx vision of the same size was used to complete the procedure. No patient effects were reported. No additional event or patient information is available.